Event description:
It was reported that the customer had a motor error on his insulin pump. His blood glucose was 176mg/dl at the time of reporting. He was advised to revert to a back up plan. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.